Event description:
During routine inspection performed by our distributor in (B)(4), a white substance was found stuck on the inner wall of the blister. There was no patient injury as the device never reached any hospital.

Manufacturer narrative:
An examination of the complaint device under magnifying glass confirmed the presence of a white foreign matter stuck on the inner wall of the internal blister. A microscopic examination of the foreign matter was performed. It evidenced a 0.6 mm cluster of textile fibers similar to the graft polyester fibers. The products are manufactured and packaged in a controlled environment. Gowning/cleaning procedures are implemented in order to prevent foreign contamination. The presence of a foreign matter is a criteria for rejecting the product. This cluster of fibers should have been detected during quality control inspections. A corrective action has been initiated in order to prevent reoccurrence.